Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. A 510(k) # is k053529.

Event description:
On (B)(6) 2010, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter displayed an "ER 2" message. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2010 and obtained the following information. The mss was advised the patient tests her blood glucose 3x a day and manages her diabetes with metformin pills (500 mg). The alleged issue began on the morning of (B)(6) 2010. The patient continued to take her usual dose of medication. Prior to the start of the alleged issue, the patient felt symptoms of "diarrhea, swelling of the legs, nausea and had a headache." The patient contacted lfs for assistance and obtained a blood glucose result of "76 mg/dl" with the subject meter. The patient advised the customer care advocate (cca) that she "felt low" and requested emergency medical services (ems) to be contacted. As soon as ems arrived, the patient was tested on the ems meter and obtained a blood glucose result of "47 mg/dl." The patient stated she was given "sugar pills" and was administered intravenous (IV) glucose once she arrived at the emergency room (ER). By 5pm that same day, the patient obtained a blood glucose result of "117 mg/dl" on an ER device and was released to go home. At the time of troubleshooting, the cca noted there was no misuse of the subject meter. The cca walked the patient through correctly coding the meter and walked through a retest to resolve the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue, reportedly developed symptoms suggestive of a serious injury and received medical intervention form a health care professional (hcp) after the alleged meter issue began.